Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer called into technical support (ts) reporting that the device displays alarm led failed error code 1105 message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Reviewed suggested repair per the manual and advised to replace the power switch overlay.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.